Event description:
The customer stated they have had several patient samples that have generated erratic results on the architect stat troponin-I assay. One example was provided where a patient generated an initial troponin-I result of 0.14 ng/ml and upon repeat was <0.01 ng/ml. The sample was tested again with a result of 0.14 ng/ml. The customer resolved the issue by changing the stat probe. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). The customer technical advocate (cta) instructed the customer to replace and calibrate the stat pipettor. The customer replaced the stat pipettor and reported that the issue was resolved. A review of the service history for architect isystem (B)(4) was performed for the time period of (B)(6) 2009. No additional complaints of this nature have been documented against architect (B)(4) since the customer replaced the stat pipettor. A review of worldwide complaints from (B)(6) 2008 through (B)(6) 2009 determined that the current combined erratic result rate for architect i1000sr, i2000, and i2000sr falls below the established internal aberrant result rates at product launch. The abbott architect system operations manual provides the following information related to addressing the customer's issue: section 9 service and maintenance contains the procedures to replace sample, reagent, or stat pipettor probes (I 2000/i2000sr). Section 10 troubleshooting and diagnostics lists the probable causes and corrective actions for erratic assay results (I system). A probable cause listed includes probe tip is bent or damaged with the associated corrective action of replace the appropriate probe as required. No adverse trends were identified related to the issue, and a review of the instrument's service history did not detect any repeats of the issue since the customer replaced the stat pipettor. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.